Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Repeat testing performed using pcr test method and the result was negative. The customer stated they are testing asymptomatic staff members. This test is not intended for use on asymptomatic patients and was therefore used off label. The result was not reported. The staff member self quarantined. Eua # (B)(4).

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0236112. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and the reported issue was unable to be confirmed. No testing were performed on the returned samples. However, there is a trend against false positive results. Bd has initiated CAPA#1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Repeat testing performed using pcr test method and the result was negative. The customer stated they are testing asymptomatic staff members. This test is not intended for use on asymptomatic patients and was therefore used off label. The result was not reported. The staff member self quarantined. Eua # (B)(4).